Event description:
Boston scientific received information that during a routine follow up visit, this implantable cardioverter defibrillator (ICD) was found to have revealed a fault code 01 during interrogation. After further investigation, this device exhibited extended out of range charge times of 45 seconds with a battery voltage of 1 volt. The device was scheduled for replacement. No adverse patient effects were reported. The device remains in service at this time.

Manufacturer narrative:
To date, the revision procedure has not taken place, therefore, the device has not been received at boston scenic. Once the revision procedure is performed, this device will be explanted and returned for detailed analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. Analysis of device software and memory determined the clinical observations were a result of several altered memory locations. The device firmware was restarted and the device operated normally, confirming the altered memory locations were not a result of component malfunction. It is suspected that these memory locations were altered by radiation exposure. The source of the radiation exposure is unknown. Analysis is complete at this time and the device has been archived at boston scientific.